Event description:
Patient in for CT (computerized tomography) scan. 22g angiocath in place in right antecubital space. This was flushed with good blood return. Patient's arm was placed over head for exam. IV contrast injected at 2 ml/s of omnipaque 300. Contrast sprayed out of connector (at injection port) into patient's face and eyes. Patient was wearing glasses. Patient complained of eyes burning. Several wet wash cloths were used to rinse out eyes and face. The connecting tube was replaced and scan completed. (Approx 5 minutes) eye wash done for 15 minutes. Patient seen in ed (emergency department) for complaint of burning in eyes. Focused examination including slit lamp exam found no lesions or skin disruption. No evidence of corneal abrasion or corneal foreign body. Patient reassured.